Event description:
It was reported during insertion of the intra-aortic balloon (iab), blood was found in the tubing. The iab was removed and replaced with a new one. There was no patient harm or adverse event reported.

Manufacturer narrative:
Initial reporter full name: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID#: (B)(4).

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter. A kink was observed on the catheter tubing and inner lumen near the y-fitting approximately 76.7cm from iab tip. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and four leaks were detected on the membrane approximately (2) 11.9cm and (2) 12.7cm from the rear seal measuring (2) 0.064cm, 0.038cm and 0.191cm in length. The reported blood in tubing was most likely triggered by the leak found on the membrane. The penetration found on the membrane appears to have been caused by a sharp object. We are unable to determine when this may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint#: (B)(4).

Event description:
N/a.